Event description:
Cellulitis [cellulitis]. Infection of skin and tissue [skin infection]. Stiffness [musculoskeletal stiffness]. Could not do any weight bearing in that knee [weight bearing difficulty]. Swelling [swelling]. Wbc was high [white blood cell count increased]. Knee aspiration was painful [pain]. Restricted range of motion [joint range of motion decreased]. Could barely walk and need a crutch [gait disturbance]. Slight redness [erythema]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(4) 2012, from a consumer regarding a (B)(6) female pt, initials (B)(6), with osteoarthritis. The pt's medical history was significant for previous use of synvisc one (hylan g-f 20) in (B)(6) 2010 and (B)(6) 2011, hyalgan, surgery, joint disorder (bone to bone in right knee since 1982), cosmetic skin implants and pace maker insertion. On (B)(6) 2012, the pt initiated treatment with synvisc one injection, 6 ml, once in the right knee. The lot number for synvisc one was (B)(4) with expiration dates: 08/30/2014. On the same day after injection, the pt experienced slight redness and stiffness but overall there was no redness or fever. On (B)(6) 2012, the pt "could not do any weight bearing on that knee" and had restricted range of motion and swelling. On an unspecified date in (B)(6) 2012, the pt "could barely walk" and went to urgent care where pt's wbc was found to be high "it was 12.5 and went down to 11.6". It was reported that, before going to urgent care, pt had three clindamycin at home thought it could not hurt her and clindamycin may have caused the wbc to go down some while at urgent care. The pt then went to emergency room (ER) and knee aspiration was performed which was extremely painful, but no culture test had done. At emergency room, the pt was diagnosed with cellulitis and an infection of the skin and tissue. On (B)(6) 2012, arthrocentesis was again performed and knee was aspirated without pain and culture test was performed results of which were awaited. It was reported that the pt could not walk and needed a crutch. The event of cellulitis was assessed as medically significant. Synvisc one dose was unchanged. The out for the events of cellulitis, infection of skin and tissue, could not do any weight bearing in that knee, swelling, wbc was high, restricted range of motion, could barely walk and need a crutch, slight redness was not yet recovered. The outcome for the events of knee aspiration was painful and knee effusion was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. This is one of the three cases reported by the same reporter. The total list of case created by this reporter is (B)(4). The qa (quality assurance) investigation results were received on (B)(4) 2012. The production and quality control documentation for lot number (B)(4), expiry date 08/2014 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report. Evaluation summary: the production and quality control documentation for lot number (B)(4), expiry date 08/2014 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.